Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiography (erc) procedure performed on (B)(6), 2010. According to the complainant, during the second attempt to cut the papilla with the needleknife, the needle detached. Prior to detachment, the needle was checked and was found to be ok with normal function. Additional information revealed that the detached section fell into the patient but, due to the small size, no attempt was made to retrieve it. The physician indicated that there were no concerns with the un retrieved device fragments. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiography (erc) procedure performed on (B)(6), 2010. According to the complainant, during the second attempt to cut the papilla with the needleknife, the needle detached. Prior to detachment, the needle was checked and was found to be ok with normal function. Additional information revealed that the detached section fell into the patient but, due to the small size, no attempt was made to retrieve it. The physician indicated that there were no concerns with the un retrieved device fragments. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiography (erc) procedure performed on (B)(6), 2010. According to the complainant, during the second attempt to cut the papilla with the needleknife, the needle detached. Prior to detachment, the needle was checked and was found to be ok with normal function. Additional information revealed that the detached section fell into the patient but, due to the small size, no attempt was made to retrieve it. The physician indicated that there were no concerns with the unretrieved device fragments. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. A functional evaluation found that the needle would not extend out of the catheter when activated with the handle and it felt that the needle extension was obstructed at the distal tip. Examining the distal tip, it was found that the cut wire/ needle lumen at the distal tip appeared to be melted which hindered the needle from extending out of the tip. Cutting open the distal tip extrusion and repeating the evaluation for needle extension by extending the handle, it was found that the needle could be advanced/retracted and the needle extension now measured approximately 4 mm which meets the specification range. The distal end of the needle was blackened from use and exact length of the broken/ detached wire cannot be determined at this time. Based on the manufacturing specification for exposed needle knife wire, it appears that approximately 1 - 3 mm of the wire (needle) broke off/ detached from the device. The detached/ broken off piece of needle knife wire was not returned. From the additional information, the broken/detached needle piece fell inside the patient and was too small to retrieve. The condition of the returned unit was consistent with the complaint incident that the distal end of the needle broke/detached from the device. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.